Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it's likely the cause is related to rust in the front connection and inside the unit. Olympus will continue to monitor field performance for this device.

Event description:
Before a procedure, the customer reported intermittent errors b30 and e216 (scope communication error) on several endoscopes. Occasionally, the endoscope would give the error, but it would work after being disconnected and reconnected. The evis exera iii xenon light source was very humid inside and its screws were broken. The connector cannot be removed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.